Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to a fill estimate of 0 units, when the cartridge had over 100 units of insulin remaining in the cartridge. The customer was unable to remember any details of the reported issue. A new cartridge was loaded and insulin delivery was resumed to resolve the issue. There was no reported impact to the customer's blood glucose level.